Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. It was found out of spec with respect to failed to auto restart, which was not reproduced. The current reading of the downstream sensor was found out of spec. This elevated signal level is the cause for the downstream occlusion present the pump will not auto-restart. The failed downstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump it failed to auto restart after a downstream occlusion. It was also reported there was no pt involvement.